Event description:
(B)(6) reported the following event: the patient had a motorcycle accident 2 years ago with multiple open fractures. Femur was fixed with a solid femoral nail. Femur was still in non-union even after a dynamisation in the last 6 months. During revision procedure, incision was made at fracture location, then the femur was reamed and the implant was replaced by a bigger diameter nail. It was reported that the surgery went well. This report is for an unknown locking bolt. This is report number 2 of 2 for (B)(4).

Manufacturer narrative:
This report is for 1 unknown locking bolt. Initial reporter: phone number: ((B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This was a mid-shaft femur fracture. The patient had signs of infection from the multiple open fractures prior to being admitted to the hospital for the original surgery. Infection developed prior to implantation of devices. As a part of the femoral nail construct, patient was also implanted with 4.9mm titanium locking bolt. It is believed that the patient was implanted with 3 titanium locking bolts (1 distal and 2 proximal). The revision procedure to remove the original nail and replace it with a larger diameter one took place on (B)(6), 2014. The larger nail remains implanted in the patient. The surgeon believes the non-union is likely related to the fracture pattern and patient compliance.